Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed on the same date. According to the complainant, "the tip of sphincterotome split" during the procedure; no part of the device detached in the pt. The device was removed and replaced with an autotome sphincterotome device; the procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.